Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter issue occurred. Data was evaluated and the allegation was not confirmed on the date alleged, but a transmitter failure error was found on a separate date. The probable cause of the transmitter failure error on a different date was determined to be low transmitter battery voltage. The reported issue of a transmitter issue is reportable based on the finding of a failed transmitter error on a separate date. No injury or medical intervention was reported.